Event description:
It was reported that the smart pass feature of this subcutaneous implantable cardioverter defibrillator (s-ICD) became disabled. Technical services (ts) was unable to analyze device data remotely initially. Troubleshooting was performed in clinic including a treadmill test. Smart pass was re-enabled at that time. Later, device episode data was analyzed. Ts found that the smart pass was disabled due to patient condition of low heart rates and low amplitude r-waves. It was noted that this patient had received an inappropriate shock due to transcutaneous electrical nerve stimulation, which was equivalent to external muscle stimulation according to ts. It was recommended to leave the smart pass feature off due to patient condition. No additional adverse patient effects were reported. Currently, this s-ICD remains in service.

Event description:
It was reported that the smart pass feature of this subcutaneous implantable cardioverter defibrillator (s-ICD) became disabled. Technical services (ts) was unable to analyze device data remotely initially. Troubleshooting was performed in clinic including a treadmill test. Smart pass was re-enabled at that time. Later, device episode data was analyzed. Ts found that the smart pass was disabled due to patient condition of low heart rates and low amplitude r-waves. It was noted that this patient had received an inappropriate shock due to transcutaneous electrical nerve stimulation, which was equivalent to external muscle stimulation according to ts. It was recommended to leave the smart pass feature off due to patient condition. No additional adverse patient effects were reported. Currently, this s-ICD remains in service. According to additional information, this s-ICD system delivered additional inappropriate shocks while the patient received hivamat therapy which uses intermittent electrostatic fields to create oscillations in tissues. It was also reported that there were four more smart pass episode due to the patient's bradycardia and low amplitude r-waves. Ts advised that the patient discontinue hivamat therapy or apply a magnet. No adverse patient effects were reported. Currently, this s-ICD system remains in service.